Event description:
The unit was returned to covidien's service center with no failure info. Covidien service center found that the unit had a lack of segments in the display. No pt harm was reported.

Manufacturer narrative:
The fault was isolated to the lcd board. The unit was not repaired and disposed by request of the customer.